Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two strokes due to high blood glucose levels. The customer was getting steroid shots that were making her blood glucose uncontrollable. She had a panic attack. Customer's blood glucose level was sometimes over 500 mg/dl. The customer treated her blood glucose level with injections. The customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was 281 mg/dl. The hyperglycemic event caused ridge anterior brain. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.